Event description:
A customer reported that during a cataract surgery an ophthalmic cutting knife was found to be bent the wrong way and had a serrated edge. The surgery was completed with alternative product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples were found to be conforming, therefore knives bent incorrectly and knives that were serrated as described in the complaint were not confirmed. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint sample was not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).